Event description:
It was reported that the patient was unable to use his inflatable penile prosthesis (ipp) device because both cylinders had an aneurysm and ruptured. The ipp device was revised. There were no patient complications.

Manufacturer narrative:
Corrected information provided in h6 device codes.

Event description:
It was reported that the patient was unable to use his inflatable penile prosthesis (ipp) device because both cylinders had an aneurysm and ruptured. The ipp device was revised. There were no patient complications.